Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. (B)(4).

Event description:
Customer also had a low blood glucose requiring paramedics to be dispatched with unknown blood glucose, customer had a low blood glucose on day of call and a low blood glucose where she used glucagon or lots of carbohydrates. Customer also had high blood glucose in the last 2 weeks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called paramedics due to low blood glucose level. Customer had blood glucose level of 125 mg/dl. Customer was treated with glucagon. Customer had pain, infection, and inflammation. Customer had high blood glucose level of 600 mg/dl in last week. Customer had symptoms such as thirsty and urinate a lot. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.